Event description:
A (B)(6) male patient contacted zoll customer support to report that he was unable to connect his electrode belt to his monitor due to a damaged connector on the monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon evaluation, the electrode belt connector was detached from the monitor case, which damaged wires inside of the connector. Due to the damaged connector, an electrode belt could not be connected to the monitor. The root cause for the damaged belt connector cannot be positively identified but is likely excessive force placed at the belt connector. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.